Manufacturer narrative:
Unit passed selftest, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, sleeping current measurement, active current measurement, and occlusion test. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures error. The customer¿s blood glucose was 3.2 mmol/l at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer performed the self test and they were able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.